Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: using too long of an implant. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2021 where two implants were installed. The patient later reported complaints of new radicular pain. The surgeon determined that the inferior positioned implant was impinging on the s1 nerve root causing radicular pain. In (B)(6) 2021, the surgeon performed a revision procedure where he removed the inferior positioned implant using chisels as it was solidly fixed in bone. He then installed a new, shorter implant of the same type into the explant void. The preexisting superior positioned implant was not adjusted or removed. The status of the patient following the revision procedure is not known.